Event description:
A customer contacted stryker to report that the quick combo cables were being recognized inconsistently and were intermittently not recognized. In this state, defibrillation therapy may not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. The technician observed that the problem was likely caused by dust or debris in the connector, as proper functionality was restored after connecting and reconnecting the connector multiple times. Following this, the connector functioned normally. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.